Event description:
Customer reported an issue with the spectrum monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit adn was unable to verify the issue. As a preventative maintenance, spo2 connector was replaced. Unit was calibrated and safety tested to factory's specifications.